Event description:
During bowel resection, surgeon was firing the stapler when it broke in half where the shaft attaches to the handle. The stapler was closed and locked onto the bowel section and could not be released. The handle portion completely separated from the shaft. It was necessary to use two more staplers on either side of the stuck stapler to remove the section of bowel with the stapler. Later evaluation of the broken part suggests there was not enough glue on the halves of the part used to rotate the shaft and they separated. Photo available.